Event description:
The customer reported that the work station would not plug in to the c-arm and when it was plugged in, the monitor would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the interconnect cable and the isd printed circuit board. The system was tested and found to be working as intended and put back in service.